Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 418mg/dl. The customer treated with insulin pump bolus and manual shot. Customer's blood glucose value was 136mg/dl at the time of the call. Customer could not check for air bubbles or leaks due to the infusion set and reservoir out the pump. Customer declined to check device settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.